Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights xten. As it was stated, a leak was detected at the anchor of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of d4 catalog # and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous d4 catalog #: ard567830903. Corrected d4 catalog # ard567830905/ard567830903. Previous h4 device manufacture date: 12/16/2009. Corrected h4 device manufacture date: 12/10/2009.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initially provided information was pointing to a leak at the anchor of the device. The issue was considered as safety related any liquid droplets falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as it has been confirmed that no leak occurred and the issue was related to a lack of hold of the ceiling cover. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device failed to meet the manufacturer's specification due to a lack of hold of the ceiling cover. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields, h6 medical device ¿ problem code, h6 investigation findings, h6 component codes and h6 investigation conclusions deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 7th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, a leak was detected at the anchor of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 7th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. According to the initially provided information, a leak was detected at the anchor of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no leak actually occurred and the issue was related to a lack of hold of the ceiling cover. As it was stated, the sealing cap at the main tube level (inking) no longer held in position. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as no leak occurred, which was initially considered. Additionally, the risk of falling ceiling cover can be excluded as the cover will be supported and held by the device assembly underneath. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Previous h6 medical device ¿ problem code: mechanical problem/leak/splash//1354. Corrected h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: n/a. Previous h6 component codes: others/part/component/sub-assembly term not applicable//4755 corrected h6 component codes: mechanical/cover//772. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: cause traced to component failure//4307.

Event description:
On 7th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. According to the initially provided information, a leak was detected at the anchor of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that no leak actually occurred and the issue was related to a lack of hold of the ceiling cover. As it was stated, the sealing cap at the main tube level (inking) no longer held in position. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as no leak occurred, which was initially considered. Additionally, the risk of falling ceiling cover can be excluded as the cover will be supported and held by the device assembly underneath. Therefore, the scenario described in the record is considered as non-reportable.